Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was intermittently unresponsive to presses. In addition, it was reported that the pump battery was depleting quicker than expected and was fluctuating. Customer's blood glucose (bg) level reached over 500 mg/dl. Customer addressed bg levels with boluses. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issues were verified. The alleged touchscreen issue was unable to be verified.